Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.

Event description:
Report received from (B)(6) via a USA reporter stating that during a partial knee arthroplasty (pka) the surgeon noticed that black brown was liquid coming out of the tip of the attachment. It was also reported that some of the liquid had dripped onto the pt. The liquid was successfully removed and cleaned from the pt. There was no follow up care required at this time per the surgeon. There was no additional info provided.